Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm sounded and stopped driving.

Manufacturer narrative:
Event site state and postal code (B)(6). A getinge field service engineer (fse) was unable to reproduce the issue. Fse checked the log and found error code 111. This seems to be a problem with the timer circuit on the executive processor board. The executive processor board was replaced to a new one in order to avoid further issues as a precautionary measure. After replacing the board, preventive maintenance including system functional check, electrical safety check and running test was performed normally per factory specification. This iabp unit was returned to the facility for clinical use.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11 corrected field: h6(health effect ¿ clinical code) it was reported that performed by a the cardiosave intra-aortic balloon pump (iabp) had alarm - unknown / unspecified / shutdown. There was no patient involved but no harm reported. Customer reported that alarm sounded and stopped driving while the patient was using it. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a